Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields:h2,h3, h4, h6, h11 the device was returned to olympus for inspection, and the reported failure was not confirmed. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. In addition, the following reportable malfunctions were identified during the device evaluation: nozzle has foreign objects, probe cover has foreign objects. A root cause could not be identified. Based on the results of the investigation, most probable cause of the malfunction is not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gastrointestinal videoscope displayed a e226 scope communication error message. The issue was found during device set up. There was no patient involvement.